Event description:
It was reported that the ilet generated alert 38 indicating consecutive stalled motor activity, the alert was verified in device history, the user performed a restart as instructed, and the alert recurred, after which a replacement ilet was arranged and the user was advised to use backup therapy and undergo startup on the replacement device. Symptoms included hyperglycemia and mild nausea. Outcomes included use of subcutaneous insulin via pen for backup therapy without medical intervention or hospitalization. Investigation included review of device history and user report, with instructions to shut down the device and return it, and confirmation that data could be synced to the mobile app prior to return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.